Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ malposition of essure left coil too distal") in a female patient who had essure (batch no. D14826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease, flank pain, nipple discharge, skin disorder, bacterial vaginosis and cholecystectomy. Concurrent conditions included bacterial vaginosis, depression, irritable bowel syndrome, premenstrual syndrome, eustachian tube dysfunction, panic reaction, anxiety attack, sleep apnea and paroxysmal supraventricular tachycardia since 2017. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dysuria ("bladder or urinary or changes: painful urination"). The patient was treated with surgery (she had salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysuria outcome was unknown. The reporter considered device dislocation and dysuria to be related to essure. The reporter commented: there were 1 expanded coils extending into the uterus. The same technique was repeated on the contralateral side. The first attempt was successful. There were 0 expanded coils extending into the uterus. Both tubes appear blocked despite suboptimal location of essure device. Will await final radiology read until telling her whether or not she can rely on this as contraception(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-feb-2017: unilateral occlusion (right tube occluded), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ malposition of essure left coil too distal") in a female patient who had essure (batch no. D14826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease, flank pain, nipple discharge, skin disorder, bacterial vaginosis and cholecystectomy. Concurrent conditions included bacterial vaginosis, depression, irritable bowel syndrome, premenstrual syndrome, eustachian tube dysfunction, panic reaction, anxiety attack, sleep apnea and paroxysmal supraventricular tachycardia since 2017. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dysuria ("bladder or urinary or changes: painful urination"). The patient was treated with surgery (she had salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysuria outcome was unknown. The reporter considered device dislocation and dysuria to be related to essure. The reporter commented: there were 1 expanded coils extending into the uterus. The same technique was repeated on the contralateral side. The first attempt was successful. There were 0 expanded coils extending into the uterus. Both tubes appear blocked despite suboptimal location of essure device. Will await final radiology read until telling her whether or not she can rely on this as contraception(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. . New reporters added and reporter information updated. Case medically confirmed. Patient demographics added. Product lot number received. Product indication added and implanted date updated. Historical drugs and concomitant diseases and laboratory data was added. New events added: bladder or urinary problems or changes: painful urination. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.